Event description:
Pt taken to surgery on saturday (B)(6) 2011. During induction of anesthesia, the pt desaturated. The problem was identified as being within the adult anesthesia circuit. A new circuit was applied and the pt's vital signs returned to normal valves. Upon inspection of the anesthesia circuit, one of the inline filters (blue, ivst past the elbow) was partially occluded. The hard plastic lumen was partially occluded with a manufacturer's mold imperfection.